Manufacturer narrative:
Manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for partial catheter fracture/subcutaneous leaks, as two partial circumferential fractures were identified at the 12/13 cm and 13/14 cm depth markers. The edges of one of the fractures appeared to be mostly smooth and rounded. The same fracture appeared to have a granular break surface on one side of the fracture and a smooth break surface on the other side of the fracture. The other fracture also had smooth edges. There was a partial circumferential narrow depression next to the fracture. One side of the fracture appeared to have a granular break surface. Slight necking was observed in the zones of the depression marks and fracture sites. Leaking was observed at the fracture sites. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately two years post port placement in the right subclavian vein, a subcutaneous leak was allegedly identified. It was further reported the patient experience pain during infusion, and contrast media was injected to confirm the leakage. However, leakage was allegedly not detected. As a result, anti-cancer drug was infused but the patient continued to complain of pain. Therefore, the device was removed and upon removal two subcutaneous cracks on the catheter were identified. It was further reported that the device was removed and replaced. The current patient status is unknown.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two years post port placement in the right subclavian vein, a subcutaneous leak was allegedly identified. It was further reported the patient experience pain during infusion, and contrast media was injected to confirm the leakage. However, leakage was allegedly not detected. As a result, anti-cancer drug was infused but the patient continued to complain of pain. Therefore, the device was removed and upon removal two subcutaneous cracks on the catheter were identified. It was further reported that the device was removed and replaced. The current patient status is unknown.